Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 8mm x 3.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for pre-dilatation. However, it was noted that the delivery shaft of the balloon was fractured 40cm from the hub. The device was completely removed with the guide catheter and the procedure was completed with another with 3.5mm x 8mm quantum¿ maverick¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hub, hyptotube, port/exit notch, inner/outer shaft were microscopically and tactile inspected. Inspection revealed the hypotube was separated 9.5 cm from the strain relief and there were numerous kinks in the hypotube. The fracture faces were oval, as if kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 8mm x 3.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for pre-dilatation. However, it was noted that the delivery shaft of the balloon was fractured 40cm from the hub. The device was completely removed with the guide catheter and the procedure was completed with another with 3.5mm x 8mm quantum maverick balloon catheter. No patient complications were reported and the patient's status was stable.